Manufacturer narrative:
The reported issue of infection was not confirmed. This issue cannot be confirmed with product analysis. The ipg was returned without any visible anomalies that would contribute to the issue. It successfully bonded with a lab cp. When queried with the uep inductive tool, it showed the device was in the therapy application state and functional. Packaging and sterility review: batch production record showed no non-conformances recorded.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the infection has resolved.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05324. Related manufacturer reference number: 3006705815-2021-05325. Related manufacturer reference number: 1627487-2021-17953. Related manufacturer reference number: 1627487-2021-17954. It was reported that the patient experienced infection. As such, surgical intervention took place on (B)(6) 2021 wherein the entire system was explanted to address the issue. The infection is being treated with IV and oral medication.